Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose in the past. Customer stated the insulin pump was functional. The customer did not provide the details of the hospitalization at the time of the call. The customer also reported the transmitter did not blink when connected to the sensor. It was also found the transmitter did not hold a charge. Customer's current blood glucose was unknown. The customer declined to return the insulin pump for analysis.